Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 127 mg/dl. Customer was advised to revert to back up plan and that battery cap would be replaced.